Event description:
Pt developed infection, hematoma, and numbness of right breast and numbness of left. Right implant was bleeding through the envelope and left ruptured. Rptr also c/o: blood pressure problems, carpal tunnel syndrome, anxiety &/or depression, organizational difficulty, lack of concentration, short-term memory loss, mood swings, procrastination, getting lost or confused, balance disturbances, reduced blood flow to brain, pain and/or burning sensation and inflammation of chest, rapid deterioration of eyes, hashimoto's thyroiditis, chronic swelling, pain, discoloration and sensitivity of extremities, raynaud's disease, low grade fever, chronic diarrhea &/or constipation, esophagitis, duodenitis &/or gastritis, irritable bowel syndrome, infertility due to endometriosis, ovarian problems, substantial hair loss not connected with medications, headaches, allergies to chemicals, molds, dust or pollen, staph infection in right breast, connective tissue disease, lupus, sjogren's syndrome, arthralgia, rheumatoid arthritis, asthma, pleurisy, lymphadenopathy, muscle spasms, frozen shoulder, muscle pain & burning, muscle atrophy, fibromyalgia, rashes, sun sensitivity, severe itching, chronic insomnia, chronic fatigue syndrome, granulomas and clumsiness. Biopsy showed dense fibrosis with histiocytic proliferation and foreign body reaction. No significant pathologic alterations in nipple and skin. Also see 1008472 - 1008474.)